Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pinhole in one of the lines of the homechoice automated set with cassette which resulted in a leak. This was observed during fill one of four of peritoneal dialysis (pd) therapy. Renal therapy services (rts) assisted the patient in ending therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
The sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and pull testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.